Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under her breast where the front therapy electrode sit. The patient's irritation was cleaned by hospital staff with alcohol. The patient also removed the device. The patient reported that the irritation was healing.